Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased r wave sensing was observed on the lead. The pacing/sensing portion of the lead was capped and replaced. Defib portion of the lead remains active. The patient condition was fine.